Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed hypotension (systolic blood pressure was in the 60-70's range). The patient felt weak, but had no other symptoms. The patient received intravenous fluids, but continued to be intermittently hypotensive. The patient felt well on the morning of (B)(6) (two days post-implant) with the exception of mild soreness down the left flank. The patient was found to be objectively orthostatic without symptoms of orthostasis. Complete blood counts and an echocardiogram were performed showing no acute abnormalities. Blood culture are pending. The patient was started on emno further issues have been reported. Additional information was provided that on (B)(6), telemetry demonstrated gradual prolongations of rr intervals followed by gradual reductions of rr intervals associated with pr changes consistent with swells of vagal tone. According to the cardiologist, the best hypothesis for the patient's episodic hypotension is context of variations in heart rate is excessive vagal tone. There is no clear alternate cause of hypotension, and particularly no malignant cause. The patient felt well and desired to go home. The patient was discharged from the hospital on (B)(6) and was taken of medications to lower blood pressure. A follow-up visit is scheduled. No further issues have been reported.